Manufacturer narrative:
Based on the results of the investigation, a definitive root cause of the reportable malfunction could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, a burn was found on the bronchovideoscope's plastic distal end cover. There was no patient involved.